Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had experienced high and low blood glucose. The customer¿s blood glucose level was 490 mg/dl and 46 mg/dl. The customer was treated with bolus and carbohydrates. The customer alleges pump was over delivering because the bolus wizard and that were too much of a bolus, but later no longer alleges over delivery and stated it was just the one time and it had been working since. The customer was advised to monitor pump and blood glucose and was advised to call health care professional to discuss possible causes of low blood glucose. The insulin pump will not be returned for analysis.